Event description:
A valiant stent graft system was implanted in in zone 2 in a patient for the endovascular treatment of a 56x100 mm thoracic aortic aneurysm. The diameter of the non-aneurysmal proximal neck was 36mm and the length from the top of the arch to the proximal aneurysm was 24mm. The diameter of the non-aneurysmal distal neck was 30mm. The length from the bottom of the arch to the proximal aneurysm was 20mm. A 34/34/100 valiant stent graft was implanted just distal to the curvature of the arch first followed by implant of a 40/40/150 valiant stent which was implanted from just below the left common carotid artery. It was reported that when the physician attempted ballooning, the 40/40/150 moved approximately 1 cm and almost ended up in the aneurysm. A third valiant stent graft 40/40/100 was implanted. The cause of the event was due to the short landing zone and the stent graft was pushed down by the blood pressure. The procedure was successfully completed without an endoleak. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).